Event description:
Ve alarms (high and low) go off continuously. No adjustment seemed to work. Vent changed. Vent did not pass internal pressure check. Connection on pt. Line repaired. Found small leak in the manometer pressure measuring circuit where static fitting (male) connects to the filter protecting the pressure transducer (m32). Repaired, pm kit installed. No harm to patient.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: pressure tubing, connector or adaptor. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.